Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned product confirmed the complaint; the threaded tip is nicked/damaged which would prevent proper mating. A complaint database search on the provided product code identified similar complaints which were attributed to product wear out and or misuse. Based on the overall condition of the returned device, the root cause is attributed to misuse secondary to product wear out. The lot code ag0306 indicates the instrument was manufactured mar of 2006. Based on the root causes of misuse secondary to product wear out, corrective action is not needed. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
The cup impactor cross-threaded with the cup.